Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 237 mg/dl. Customer reported that battery compartment was broken and was held together with tape. Customer was advised that insulin pump would need to be replaced.